Manufacturer narrative:
(B)(4). (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun internal report number (B)(4). No sample is available for investigation. We have informed our manufacturing department accordingly. A follow-up report will be provided after their statement is available.

Event description:
Reference importer report (B)(4).